Event description:
Incident. Anticipated. Serious injury. Required intervention. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0712, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer stated she was having some problems and her doctor recommended an uterine ablation but said she would need a form of birth control and said that essure would do the same thing as if her tubes were cut. Since essure procedure she experienced pain in her lower right side from day one. Six months after the procedure, she had heavy bleeding, severe headaches, strange rashes, severe fatigue; she was losing her hair and eyelashes; cramping that feels like labor pains, and a flu-like feeling. The sharp pains in her right side have gotten so much worse with each passing day and she bleed for weeks at a time. She was scheduled to have a complete hysterectomy on (B)(6) 2015. The last year has been very frustrating and scary; her quality of life has suffered. She was depressed, in pain and sick. Product technical complaint (ptc) investigation results received on 14-sep-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had sharp pains in her right side and heavy bleeding (she bleed for weeks at a time) after essure (fallopian tube occlusion insert) insertion. She was scheduled to have a hysterectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer mentioned an uterine ablation (unclear if it was performed before or concomitantly with essure insertion); suggesting a previous endometrial disorder (which could be an alternative explanation for her bleeding). However, given events nature; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident; since a surgical intervention will be required (hysterectomy is scheduled). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.